Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing,including, and confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. By the end of second prime, the ratchet gear had not rotated the expected number of pulses. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allowing the needle mechanism to deploy. Investigation of the drive mechanism confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. The rotational sensor abnormalities were not replicated during pod rerun, and the rotational sensor functioned as intended. No damages or deficiencies were found to the drive assembly. The cause of the rotational sensor malfunction could not be determined.